Event description:
It was reported through litigation that another MFR coronary stent was crimped on this balloon for deployment and expansion. Upon inflation and expansion of the stent, the balloon burst and became entrapped in the stent struts. The pt went to surgery and both devices were removed from the artery.